Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. While the device was inside the patient, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the male telescope was detached from the sleeve. No or failures were observed on the ccp (catheter code pcba) board assembly. It was observed that the catheter leaked from the telescope section. No other visual damages were encountered upon visual inspection. Imaging core impedance testing showed a complete circuit curve. Transducer level impedance testing showed no transducer activity with a rh peak of 6 ohms. Image testing could not be performed due to the condition of the returned device. Microscopic testing showed no damage on the distal tip or guidewire exit port assembly. Functional testing revealed the catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. While the device was inside the patient, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed male telescope detached from the sleeve. The device was returned for analysis. Visual inspection revealed the male telescope detached from the sleeve was observed. Imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows no transducer activity with a rh peak of 6 ohms. It was observed that the catheter leaks from the telescope section.